Event description:
It was reported that the balloon burst. The 50-80% stenosed target lesion was located in the arteriovenous fistula. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, pre-dilation was performed with a 4mm sterling balloon and the device was inserted in exchanged. However, the balloon burst when inflated at 10 atmospheres after inflated at about 4-5 times for 20-30 seconds. The whole system was withdrawn safely, and the procedure was completed with another of the same device. There were no complications reported and the patient is stable.